Event description:
Bayer case number: (B)(4). Patient underwent surgery [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("patient underwent surgery") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2024 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: plaintiff was implanted on or about (B)(6) 2008 and underwent surgery on or about (B)(6) 2024. As a result of essure, this plaintiff suffers from severe and permanent injuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Suspected ectopic pregnancy [ectopic pregnancy with contraceptive device] f suspected ruptured ectopic pregnancy [ruptured ectopic pregnancy] device ineffective [device ineffective]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("suspected ectopic pregnancy") and ruptured ectopic pregnancy ("f suspected ruptured ectopic pregnancy") in a female patient who had essure inserted for female sterilisation. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of caesarean section, spontaneous abortion, nulliparous and multigravida. Concurrent conditions were listed as pelvic pain female, left lower quadrant pain, right lower quadrant pain, lower abdominal pain, hypertension and obesity. In (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2024. On unknown date she experienced ectopic pregnancy with contraceptive device (seriousness criterion intervention required) and ruptured ectopic pregnancy (seriousness criterion medically important). The patient was treated with surgery (diagnostic laparoscopy, bilateral salpingectomy with laparoscopic removal of right tubal ectopic pre). At the time of the report, the outcomes for ectopic pregnancy with contraceptive device and ruptured ectopic pregnancy were unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4. Last menstrual period was on (B)(6) 2024 and the estimated date of delivery was on 07-oct-2024. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The reporter considered ectopic pregnancy with contraceptive device and ruptured ectopic pregnancy to be related to essure administration. The reporter commented: plaintiff was implanted on or about (B)(6) 2008 and underwent surgery on or about (B)(6) 2024. As a result of essure, this plaintiff suffers from severe and permanent injuries. Hospital course: at 34w3d by 7+0 week us edd (B)(6) 2024 with a reported history of essure sterilization who presented here as an ER-ER transfer for further management of suspected ruptured ectopic pregnancy. The patient presented to the transferring hospital's emergency room with b/l lower abdominal pain, right lower quadrant >left lower quadrant that began suddenly. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] in (B)(6) 2024: concerning for hemoperitoneum, a left adnexal mass (2cm), no iup or gestational sac and a b-hcg was approx. 2k. She was transferred to our emergency department here due to lack of services at the sending facility. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-aug-2025: medical record received. Event medical device removal is replaced with event ectopic pregnancy. New event ruptured of ectopic pregnancy & device ineffective added. Medical history & concomitant conditions were added. Lab data updated. Reporter causality comment updated. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.